Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of blindness unilateral and injury associated with device were considered expected and possibly related to the treatment. Serious criteria included permanent damage. The patient report contained limited information; time to onset and medical history were not provided. Potential contributory factor includes injection technique and potential intravascular injection. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-dec-2019 by a consumer, which refers to herself a female patient in the 6 decade. Additional information was received on 19-dec-2019. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in 2009, the patient received treatment with restylane at unknown location (unknown amount, lot number, injection technique and needle type). On an unknown date in 2009, about 10 years ago when she was injected, she reported they hit a nerve or something (injury associated with device) and now she was blinded in one eye (blindness unilateral). Treatment for the adverse event was not reported. Outcome at the time of the report: blinded in one eye was not recovered/not resolved. Hit a nerve or something was not recovered/not resolved.